Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 1.8 mmol/l without signs or symptoms of hypoglycemia. The reporter noted the patient was hospitalized and treated with insulin via injection, intravenous glucose, intravenous fluids, and other unspecified treatment; they discontinued pump therapy, and the pump's basal rate and bolus settings were recently changed by a healthcare professional (hcp). It was reported the patient was diagnosed with a bladder infection 3 days after admission to the hospital. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication of a malfunction during troubleshooting. An hcp alleged a device issue of unknown cause contributed to the reported health event. The patient was referred to an hcp for diabetes management. This complaint is being reported because the reported health event was attributed to a pump malfunction of unknown cause.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/02/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the bolus button cover was damaged; no bolus button response issues were observed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).